Event description:
It was reported that there was a leak at the connection level between the catheter and the bottom part of the connecting triangle. No further details were provided.

Manufacturer narrative:
(B)(4).